Event description:
Litigation papers allege since surgical implantation in both hips, patient has suffered symptoms including, but not limited to swelling, inflammation, hip pain, and problems sitting and standing. Update: (B)(6) 2012 - part/lot information was identified. The complaint and associated mdrs were updated. Right hip revision (scheduled): (B)(6) 2012.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).depuy still considers this investigation closed.

Event description:
Update 02/26/2014 - plaintiff's fact sheet was received, which identified doi information for the right side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on 03/12/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.